Event description:
Subject was treated for an unruptured left posterior communicating artery aneurysm measuring 4x2.5x2mm. A 6 f mpc guide catheter was placed selectively into the left internal cartoid artery and connected to a continuous heparnized saline solution. An echelon 10 microcatheter and mirage guidewire were then placed coaxially within the guide catheter and used to selectively catheterize the left internal cartoid artery followed by the posterior communicating artery aneurysm. The pt was then heparnized with 7000 units of heparin IV with activated clotting time greater than 250. Transcatheter embolization was then performed with attempted placement of a 4x7 cordis trufill coil. This coil could not be fully deployed and forced the microcatheter out of the aneurysm. This coil was then removed from the microcatheter and the tip of the microcatheter was repositioned back in to the aneurysm. A 3x4 cordis trufill coil was then placed into the aneurysm and detached. A follow-up angiogram shows good results. Another 3x4 cordis coil was placed in the catheter. During placement of this coil, catheter and coil advanced beyond the dome of the aneurysm. The pt became unstable and a follow-up cerebral angiogram showed extravasation of contrast. The catheter and coil were removed from the aneurysm and out of the pt. A code was called and the pt was intubated. No further embolization was attempted. The pt was intubated and a ventriculostomy was placed. Pt was admitted directly from the interventional radiology suite to the neurosurgery intensive care unit where she remained for several weeks as she received aggresive respiratory support. A follow-up angiogram was performed and revealed near occlusion with small residual neck, which did not require further treatment. Eighteen days after the index procedure it was decided that a vp shunt should be placed as the pt was found to have persistent draining ventriculostomy. Recovery was slow over the next few weeks as pt suffered from complications of a gastrocutaneous fistula at the site of a gastronomy tube. Pt also received consultations from physical therapy, occupational therapy, speech therapy, and nutrition. Pt was discharged in 2005 and returned five months later for a follow-up cerebral arteriogram. There was no evidence of racannulization but there was a small residual neck, which was unchanged from prior examination. This product will not be returned for eval and testing.